Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of investigation crystallization is mainly caused by incomplete cleaning by user, which leads to the reaction between mucus and disinfectant. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited crystallization of the variable stiffness ring. There was no patient involvement.